Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 149 (mg/dl). The customer started, but declined to complete troubleshooting with tandem technical support. Reportedly, the customer will change their site and monitor their blood glucose levels.